Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
¿On (B)(6) 2014 a revision of the left total hip, femoral head and acetabular liner, was performed for a post-operative diagnosis of "painful left tha, osteolysis secondary to poly wear and greater trochanteric osteolysis". The operative report describes general anesthesia and an anterior approach. The head was changed to a competitor device and stryker 36/0° x3 insert was applied to the retained acetabulum. Uncomplicated surgery was described.¿

Event description:
(B)(6) 2014 a revision of the left total hip, femoral head and acetabular liner, was performed for a post-operative diagnosis of "painful left tha, osteolysis secondary to poly wear and greater trochanteric osteolysis". The operative report describes general anesthesia and an anterior approach. The head was changed to a competitor device and stryker 36/0° x3 insert was applied to the retained acetabulum. Uncomplicated surgery was described.¿

Manufacturer narrative:
An event regarding osteolysis involving an unknown liner was reported. The event was not confirmed by medical review. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿there is no examination of the explanted head and no imaging or histopathology confirming the diagnosis of altr or trunnionosis as a source of clinical complaints related to the right total hip arthroplasty. The nonspecific histologic description of the soft tissues from the right total hip arthroplasty revision was consistent with the changes one month after a hip aspiration/arthrogram performance. Some dark material within the femoral head/trunnion junction after five years in situ is not diagnostic of pathologic trunnionosis. Slight elevated serum cobalt in a patient with long-standing bilateral total hip arthroplasties, including a modular stem in situ for twenty years, is not unexpected. Ion levels noted from joint aspiration fluid are neither diagnostic nor related to any none base levels. The fact that the trunnion after cleaning was described as "well suited for reuse! Further suggests that significant trunnion involvement was not a factor in this clinical situation.¿ -product history review: a review of the product history records could not be performed as the device was not properly identified. -complaint history review: a review of the complaint history records could not be performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as additional medical records and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.